Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 54 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call. The customer experienced symptoms such as not feeling good. The customer was wearing the insulin pump during the incident, and was using auto mode. Troubleshooting was not completed. The customer may have changed the suspend on low settings. The insulin pump will not be returned for analysis.